Event description:
A discrepant result when compared to a lab. The reported device result was 6.3 inr. The corresponding lab result reported was 3.6 inr. No treatment was given to the pt, he was just sent for the lab test. The reporter also mentioned other discrepant results compared to a lab on five different pts (refer to section h10 for additional information). The reported device results were >8.0,534,2.5,5.4, and 4.5. The corresponding reported lab results were 3.43, 3.48, 1.91, 3.48 and 2.81. The reporter declined product replacement. Patient #2: tested, device result >8.0 inr. Atrial fibrillation. Lipitor, tiazac, avapro, coumadin, celebrex, loratab, and flexerill. Was told to hold coumadin 2 days. Patient #3. Tested, device results 5.4. Inr. Coumadin and lovenox. Was off lovenox 24 hours prior to test. No other information provided. Patient#4: tested, device result 2.5 inr. Pt diagnosed with cva and is on lisinoprol and coumadin. No other information is provided. Patient #5 : tested, device result 5.4 inr. No other information provided. Patient #6: tested, device result 4.5 inr. On a pacemaker. No other information provided.